Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 23 mmol/l (414 mg/dl). The pod was reportedly leaking while worn on the patient's leg for between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a correction was administered and a new pod was applied.